Event description:
It was reported that this right atrial (ra) lead was disconnected from the device. The lead disconnection was confirmed through x-ray images. Additionally, the ra lead fracture that was discovered when the lead safety switch triggered a yellow alert during remote monitoring. The physician agreed that the lead fracture was caused by the costoclavicular ligament. This ra lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.